Event description:
The customer originally returned his endoeye flex deflectable videoscope because it was providing a distorted image when operating the angle during procedure preparation. According to the initial reporter, the staff replaced the subject device with another and completed the case. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing an intermittent image. This report is being submitted to capture the intermittent image confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was partially confirmed. The image wasn't just distorted, it was also intermittent - disappearing during the angle, but then returning after. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the intermittent image could not be determined. It is possible that the intermittent image was caused by connection failure due to water invasion or moisture in the scope from a tear in the bending section cover. Olympus will continue to monitor field performance for this device.